Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: lo (less than 10 mg/dl), lo (less than 10 mg/dl), and 107 mg/dl. Customer used one drum of strips with readings of lo, and another drum of strips to obtain reading of 107 mg/dl. Customer did not provide the lot number of either drum of strips. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, strips from drums have been discarded. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.